Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: unknown, use by date: unknown, UDI: unknown, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, repeat surgery and intervention was performed for an unspecified reason. Additional information was received that when the valve was placed, the pressure range measurement by catheter did not improve from the pre-operative level, and restriction of the valve opening was observed on the transesophageal echocardiogram (tee). A post-implant balloon dilation was performed with a 18mm non-medtronic (z-med) balloon, but the balloon ruptured. The valve opening restriction was resolved, but a high-intensity adhesion was confirmed on the valve leaflet by tee. Considering that part of the ruptured balloon could be trapped in the annulus, the procedure was converted to surgical aortic valve replacement (savr) because there was a possibility that part of the balloon would remain in the body if it was removed as it was. After the transcatheter valve was removed, there was no balloon in the annulus, and the vascular tissue of the main access external iliac was recovered. It was thought that the tissue of the external iliac, which had been narrowed during the main access, was detached and brought into the annulus of the valve, which caused the tissue to enter the neosinus and cause restriction of the opening of the valve. In addition, calcifications were attached to the inner membrane tissue, which is thought to have caused tension in the balloon contributing to the balloon rupture. The ruptured balloon was trapped in the sheath and recovered. The savr was completed without issue. The blood vessels of the left iliac that had been peeled off of the intimal tissue did not have dissection, so there was no treatment other than blood pressure control.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2024-02850 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012067479, use by date: 2025-12-05, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, repeat surgery and intervention was performed for an unspecified reason.